Manufacturer narrative:
Event description: customer found no image on device. This phenomenon is presumed to have occurred due to a cable unit malfunction. It is believed that the image was not displayed as a result of failure due to loading of the cable unit with external forces due to handling during transport, storage, use, and re-process. Similarly, we believe that the coupler was loaded and caused deformation. This phenomenon is not considered to be affected by the continuous use of other manufacturer's cable. The root cause of the event can be attributed to user handling.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was confirmed. The service technician observed a faulty cable. Additionally, the coupler mount was deformed. Parts were replaced. The most likely cause of the reported issue can be attributed to an electrical issue. No further information was reported.

Event description:
The customer reported to olympus no image on device. There was no patient injury reported.